Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn2075 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device operator tried to advance the guide wire and catheter when they were not in the correct position. When this was unsuccessful, it was sated that the device operator could not retract the guide wire. The complainant then attempted to remove it without success. It was reported that the radiologist "tugged 4 to 5 times" and removed the device. It was noted that the wire was curled and the catheter was bent upon removal.